Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). In response to the inquiry for cause of the ins never working correctly and if the cause was ever determined, the hcp replied "no." In response to the inquiry of the current status of the affected device if it could be returned for analysis, the hcp replied that the device was working for urinary retention but not for over-active bladder or urinary urge incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that their ins (implanted on (B)(6) 2012) never worked correctly. Patient services asked if the patient meant they weren¿t getting symptom control for further clarification and the patient only stated the hcp would do pelvic exams on them. The device was replaced on (B)(6) 2016. There were no further complications reported.